Manufacturer narrative:
The revision reported was likely the result of patellar and tibial insert prosthesis wear. The patellar and tibial insert wear was confirmed from the provided images. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 75 y/o female returned surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their right tka approximately 6 years post op. The patient had a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly insert swap and patella implant swap. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning - the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6): 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(6): 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6): 200-02-26 - three peg patella 26mm.